Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "during inspection and labeling, we found nine bent catheters inside the package." Associated MDR numbers include: 3006425876-2025-00868, 3006425876-2025-00867, 3006425876-2025-00866, 3006425876-2025-00865, 3006425876-2025-00864, 3006425876-2025-00863, 3006425876-2025-00861, and 3006425876-2025-00860.

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The photo shows nine closed arterial sets. Visual analysis of the products in the image shows various creases and folds in the packaging. The customer also returned one closed sac set for evaluation. The returned packaging had one major crease as the outside packaging had one large fold. Visual analysis revealed the protective tubing that goes over the catheter was kinked. There were no kinks observed on the guidewire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. No defects or anomalies were observed on the catheter. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The guide wire length measured 351mm , which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.510mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. The guide wire was advanced through the returned catheter, and it was able to pass with little to no resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a damaged device was confirmed based on inspection of the returned sample. Visual analysis revealed a kink on the guidewire protective tubing. Despite the kink observed on the tubing, no kinks were observed on the catheter body or the guidewire following removal and inspection. The guidewire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. The returned product lidstock clearly states, 'do not bend', however, the returned packaging shows evidence of creasing/folding of the sleeve. Based on the customer description and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during inspection and labeling, we found nine bent catheters inside the package." Associated MDR numbers include: 3 006425876-2025-00868, 3006425876-2025-00862, 3006425876-2025-00867, 3006425876-2025-00866, 3006425876-2025-00865, 3006425876-2025-00864, 3006425876-2025-00863, 3006425876-2025-00861, and 3006425876-2025-00860.